Event description:
While attempting to insert the icp bolt, the tip of the catheter kinked and the stylet poked through the catheter. The neurosurgeon has had previous experience with other camino catheters, but this was their first use with this device. The 110-4hm was removed intact and no other icp device was placed. Icp was monitored by the transducer on an evd system. The neurosurgeon reported as a result of this incident, the patient sustained a contusion. No product will be returned for evaluation. No further information is available from the physician.